Event description:
It was reported that approximately 14 months post-implant of a bifurcated device and suprarenal aortic extension; the patient experienced an aortic rupture and coded on (B)(6), 2012. Reportedly, the patient presented to the hospital on (B)(6), 2012 with back and abdominal pain. A computed tomography scan was performed on (B)(6), 2012 and revealed a potential type iii endoleak, but the aneurysm sac was intact. Patient was scheduled for an endovascular repair for the next day ((B)(6), 2012). However, on the evening of (B)(6), 2012, the patient experienced a syncopal episode and was describe as hypotensive. An emergent computed tomography was performed and identified an abdominal aortic aneurysm rupture with large right-sided hematoma. The patient was brought to the operating room but could not be resuscitated.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, medical reports and CT angiograms prior and post index procedure were provided for clinical assessment. Based on the review of the medical records by a clinical representative, it was noted that the patient presented emergently at the hospital with severe angulation of the mid portion of the sac with the aneurysm sac intact. During preoperative planning the aneurysm ruptured with retroperitoneal hematoma. Emergent exploration and repair was attempted; however, the patient deteriorated and died intraoperatively. Based on the review of the medical records and the CT angiograms ((B)(6) 2012), the reported endoleak type iii between the aortic extension and bifurcated device could not be confirmed. The potential cause of this event is likely due to an angulated aneurysm sac, along with a delay in operative repair.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.